Event description:
The ez35bs and the ez45b were used during a total abdominal hysterectomy. The ez35b (serial # 0579) was fired 2 times successfully. On the 3rd firing the evu35 was used and the stapler would not release. The surgeon cut the device out and another ez35b (serial# 0158) was opened. It was fired 2 times successfully. On the 3rd firing the evu35 was used and the device would not close properly. It required force to close the device. The surgeon went to fire the device and it was "locked-out." An ez45b (serial 0514) was opened. It was fired and stapled, but it did not cut. Scissors were used to divide the staple line. The case was completed using clamps and sutures. It was reported an add'l hr was added to the procedure. There was no consequence to the pt.